Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited an increase of pacing impedances on the right atrial (ra) channel over several months post implant. There was no noise seen through the latitude monitoring system. The patient was to be brought into the clinic for evaluation. It was stated that this patient may be a candidate for pacing and sensing only in the ventricles. No adverse patient effects have been reported. The right atrial lead was a competitor's product. Additionally information indicates that the ra pacing impedances continue to be intermittently out of range. It was reported that some of the measurements were reading invalid, it was discovered that this was due to the daily measurements previously being programmed off. The ra sensing remains good, there has been no inappropriate therapy and this patient paces less than 1% of the time; therefore, this patient would continued to be monitored at this time.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.